Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the reservoir herniated into scrotum. All the components were removed and replaced with a new ipp. The previous device was implanted by dr. Richard david at tarzana. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The patient had a good outcome with no further complications.